Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a anterior cervical partial corpectomy with resection of vertebral bodies, anterior and posterior medial and lateral, c3-4, c4-5, c5-6, c6-7, anterior cervical interbody fusion c3-4, c4-5, c5-6, c6-7 fusion in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient developed chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011: patient presented with pre-operative diagnosis of: cervical myelopathy, cervical myelomalacia, cervical radiculopathy, cervical disk herniation, cervical spinal stenosis; hypertension; thyroid disease; neuropathy and underwent following operations: gardner-wells tongs; anterior cervical partial corpectomy with resection of vertebral bodies, anterior and posterior medial and lateral, c3-4, c4-5, c5-6, c6-7; anterior cervical inter-body fusion, c3-4, c4-5, c5-6, c6-7; peek interbody cages, c3-4, c4-5, c5-6, c6-7; ldr anterior cervical instrumentation; anterior cervical instrumentation; use of bmp, extra small. Preoperative indications: patient has been having pain, numbness ,tingling, weakness, right arm pain, loss of strength, dropping things, myelopathy. MRI has revealed severe spinal cord compression and CT myelogram revealed multilevel disease all the way from c2 to t1.hoever, the worst compression is at 3-4,4-5,5-6,6-7 and 7-1 has some foraminal changes, may not be able to do from the front. The patient has had a positive emg and nerve conduction.